Event description:
I had sientra textured implants placed early in 2014. Within 3 months, I developed severe chemical allergies. The rashes and open wounds were severe enough that I could no longer work as a surgical technologist. Over the last several years I had a rapid increases in frequency and severity of migraines, gut issues, joint aches and pains, neck and shoulder pain, brain fog, rashes that continued near breasts, hair loss, sleep disturbances, intolerance to alcohol issues within my ears and a list of add'l symptoms and issues. I sought out multiple drs and had various testing done. Nothing definitive could be found. I had nutritionists, functional medicine and a plethora of self help books and websites. Over time all of these ailments continued to worsen. Finally, with the announcement of the allergan recall, I began researching breast implant illness. I knew this was the causes of most if not all of my health issues. I explanted 9 weeks ago. FDA safety report ID# (B)(4).